Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and one (1) battery ((B)(6)) were not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6)revealed bent pins within the power port one (1) of the controller. Failure analysis of (B)(6) revealed bent pins within the power port two (2) of the controller. The bent pins did not allow a power source to connect to the controllers. Additionally, visual inspection of (B)(6) revealed contamination within power port two (2) of the controller. The observed controller port contamination is an additional finding not related to the reported event. The most likely root cause of the observed controller port contamination event can be attributed to handling of the device. Internal inspection of the returned controllers did not reveal any anomalies. Log file analysis revealed that (B)(6) was the patient's primary controller in use during the reported event. Log file analysis a ssociated with (B)(6) revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2023 at 18:44:54. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 80% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading to the loss of power. The controller was without power for 14 seconds. (B)(6) log files then revealed twelve (12) controller power up events logged between (B)(6) 2023 at 19:12:58 and (B)(6) 2023 at 04:54:59, indicating additional losses of power to the controller. During this period, no power source was connected to power port one (1) and only one power source was connected to power port two (2). The data log file revealed instances with (B)(6) or a power adapter connected to power port two (2) leading up to the losses of power. The controller was without power for an average of 21 seconds per loss of power. Review of the alarm log file associated with (B)(6) revealed eight (8) critical battery alarms and seven (7) controller fault alarms involving (B)(6) were logged on (B)(6) 2023. The critical battery alarms were logged between 01:38:49 and 05:17:17 involving (B)(6) due to the patient allowing the battery to deplete below 10% rsoc. Analysis of the log files revealed that, at the time of the first critical battery alarm, no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 9% rsoc. The battery was then allowed to continue depleting. The controller fault alarms were logged between 05:17:52 and 09:42:52. A controller fault alarm will occur if the battery is approaching 0% rsoc. (B)(6) log files also revealed ten (10) controller power up events on (B)(6) 2023 at 05:13:21 and 09:51:26, indicating losses of power to the controller. The data point recorded before the power up event at 05:13:21 revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 5% rsoc; the battery was allowed to deplete completely, resulting in losses of power to the controller. The data point recorded after the power up event at 09:51:26 revealed that no power source was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for 4 hours, 28 minutes, and 13 seconds. Review of the alarm log file associated with (B)(6) then revealed three (3) vad stopped alarms and two (2) vad disconnect alarms were logged on (B)(6) 2023. The vad stopped alarms were logged at 09:51:44, 10:03:51, and 10:07:38 indicating a failure of the pump to restart after multiple attempts. The vad stopped alarms were followed by two controller power up events at 10:03:33 and 10:07:20, likely due to troubleshooting. The first vad disconnect alarm was logged at 11:07:06 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Two controller power up events without pumps start events and an additional vad disconnect alarm were logged since and 11:15:17, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed three (3) controller power up events and three (3) subsequent vad disconnect al arms logged on (B)(6) 2023 between 11:48:26 and 12:18:33, likely in preparation for the controller exchange. The vad disconnect alarms were logged indicating the controller was powered up without the driveline connected. The vad disconnect alarm cleared 12:18:35, indicating the driveline was connected during the reported controller exchange. (B)(6) alarm log file then revealed one (1) vad stopped alarm logged (B)(6) 2023 at 12:18:56 indicating a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) also revealed an additional controller power up event without a pump start event logged on (B)(6) 2023 at 12:34:10, likely due to troubleshooting of the controller after a controller exchange. In addition, fluctuating estimated flow and revolutions per minute (rpm) parameters were logged at the time of the vad stopped alarms. It is likely the pump stoppage associated with the vad stopped alarms corresponds with the reported "negative flow" event. As a result, the reported events were confirmed. Based on historical review of similar events, the most likely root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. A possible root cause of the initial loss of power associated can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the remaining losses of power event can be attributed to the disconnection of the only power source connected to the controller, an intermittent disconnection of the only power source connected to the controller, and/or allowing the battery to deplete below 10%; the battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the critical battery and controller fault alarms can be attributed to the patient allowing batteries to depleting below 10%. The most likely root cause of the vad stopped alarms and low flow/rpm event can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: controller 2.0 (B)(6) controller 2.0 (B)(6) battery (B)(6) d9: yes, return date: 10-aug-2023 dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed bent pins within the power port 1 of the controller. Failure analysis of (B)(6) revealed bent pins within the power port 2 of the controller. The bent pins did not allow a power source to connect to the controllers. Additionally, visual inspection of (B)(6) revealed contamination within power port 2 of the controller. The observed controller port contamination is an additional finding not related to the reported event. The most likely root cause of the observed controller port contamination event can be attributed to handling of the device. Internal inspection of the returned controllers did not reveal any anomalies. Log file analysis revealed that (B)(6) was the patient's primary controller in use during the reported event. Log file analysis a ssociated with (B)(6) revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2023 at 18:44:54. The data point prior to the loss of power revealed that (B)(6) was connected to power port 1 with 80% relative state of charg e (rsoc) and a power adapter was connected to power port 2. The data point recorded after the loss of power revealed that no power source was connected to power port 1 and (B)(6) was connected to power port 2. No anomalies were observed leading to the loss of power. The controller was without power for 14 seconds. (B)(6) log files then revealed twelve (12) controller power up events logged between (B)(6) 2023 at 19:12:58 and (B)(6)2023 at 04:54:59, indicating additional losses of power to the controller. During this period, no power source was connected to power port 1 and only one power source was connected to power port 2. The data log file revealed instances with (B)(6) or a power adapter connected to power port 2 leading up to the losses of power. The controller was without power for an average of 21 seconds per loss of power. Review of the alarm log file associated with (B)(6) revealed eight (8) critical battery alarms and seven (7) controller fault alarms involving (B)(6) were logged on (B)(6) 2023. The critical battery alarms were logged between 01:38:49 and 05:17:17 involving (B)(6) due to the patient allowing the battery to deplete below 10% rsoc. Analysis of the log files revealed that, at the time of the first critical battery alarm, no power source was connected to power port 1 and (B)(6) was connected to power port 2 with 9% rsoc. The battery was then allowed to continue depleting. The controller fault alarms were logged between 05:17:52 and 09:42:52. A controller fault alarm will occur if the battery is approaching 0% rsoc. (B)(6) log files also revealed ten (10) controller power up events on (B)(6) 2023 at 05:13:21 and 09:51:26, indicating losses of power to the controller. The data point recorded before the power up event at 05:13:21 revealed that no power source was connected to power port 1 and (B)(6) was connected to power port 2 with 5% rsoc; the battery was allowed to deplete completely, resulting in losses of power to the controller. The data point recorded after the power up event at 09:51:26 revealed that no power source was connected to power port 1 and a power adapter was connected to power port 2. The controller was without power for 4 hours, 28 minutes, and 13 seconds. Review of the alarm log file associated with (B)(6) then revealed three (3) vad stopped alarms and two (2) vad disconnect alarms were logged on (B)(6) 2023. The vad stopped alarms were logged at 09:51:44, 10:03:51, and 10:07:38 indicating a failure of the pump to restart after multiple attempts. The vad stopped alarms were followed by two controller power up events at 10:03:33 and 10:07:20, likely due to troubleshooting. The first vad disconnect alarm was logged at 11:07:06 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Two controller power up events without pumps start events and an additional vad disconnect alarm were logged since and 11:15:17, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed three (3) controller power up events and three (3) subsequent vad disconnect al arms logged on (B)(6) 2023 between 11:48:26 and 12:18:33, likely in preparation for the controller exchange. The vad disconnect alarms were logged indicating the controller was powered up without the driveline connected. The vad disconnect alarm cleared 12:18:35, indicating the driveline was connected during the reported controller exchange. (B)(6) alarm log file then revealed one (1) vad stopped alarm logged (B)(6) 2023 at 12:18:56 indicating a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) also revealed an additional controller power up event without a pump start event logged on (B)(6) 2023 at 12:34:10, likely due to troubleshooting of the controller after a controller exchange. In addition, fluctuating estimated flow and revolutions per minute (rpm) parameters were logged at the time of the vad stopped alarms. It is likely the pump stoppage associated with the vad stopped alarms corresponds with the reported "negative flow" event. As a result, the reported events were confirmed. Based on historical review of similar events, the most likely root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. A possible root cause of the initial loss of power associated can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the remaining losses of power event can be attributed to the disconnection of the only power source connected to the controller, an intermittent disconnection of the only power source connected to the controller, and/or allowing the battery to deplete below 10%; the battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the critical battery and controller fault alarms can be attributed to the patient allowing batteries to depleting below 10%. The most likely root cause of the vad stopped alarms and low flow/rpm event can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: controller 2.0 (B)(6) d9: yes, return date: 13-apr-2023 h3: yes dev rtn to MFR? Yes controller 2.0 (B)(6) d9: yes, return date: 13-apr-2023 h3: yes dev rtn to MFR? Yes battery (B)(6) h3: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the patient was having issue connection a power source to one of the primary controller power ports and left one battery connected over night. The primary controller exhibited intermittent power connection alarms and the battery exhibited critical battery alarms and depleted. The primary controller lost power and the ventricular assist device (vad) stopped. The patient was brought to the emergency department. The primary controller was exchanged to the back-up controller, but the vad did not restart. It was reported, that the primary controller displayed negative flows and that the speed was bouncing around 200 to 300 rotations per minute. The back-up controller was exchanged to a new controller and the vad restarted. The patient was reported to be alert and stable the entire time and was asymptomatic. The vad and battery remain in use and the primary and back-up controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending. And a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0. D4: model #:1420, catalog #:1420, expiration date: 31-jan-2019, serial or lot#: (B)(4), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 09-jan-2018. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g04035. H6: FDA device code(s): a0708, a141204. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system controller 2.0 d4: model #:1420, catalog #:1420, expiration date: 31-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), d9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 03-may-2021. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g04035. H6: FDA device code(s): a0708, a141204, a07. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system battery. D4: model #:1650, catalog #:1650, expiration date: 31-jan-2023, serial or lot#: (B)(4), UDI #: (B)(4), d9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 27-jan-2022. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g04035. H6: FDA device code(s): a0705. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.